Event description:
Healthcare professional reported via company representative "patient been getting cellulitis in her right breast every few months requiring antibiotic treatment.¿ affected side is right. The device remains implanted.

Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cellulitis.